Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5, d10, h6 (medical device problem code). Evaluation results: the device's were not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file, for the first device ((B)(6)) did show the device recognized a valid patient impedance and discharged successfully twice. Following the successful discharges, the ECG signal is lost during CPR recorded by the device for approximately two and half minutes prior to the end of the case. The user was alerted by the device to "check electrode pads". Proper electrode placement may increase the likelihood of success to maintain the patient's signal throughout the case. The AED plus operator's guide and administrator's guide provides detailed instructions on attaching electrodes to the patient's chest. The guide recommends to dry victim's chest, if wet, before attaching electrodes. The guide also instructs the user to apply freshly opened and undamaged electrodes, within the electrode expiration date, to clean and dry skin. Review of the data file, for the second device ((B)(6)) did show at the time of the first analysis, there is a single "change batteries" message prompted by the device. On the next "shock advised" analysis, the device responds with "no shock delivered" and two "change batteries" messages. The device proceeds to prompt the user to perform CPR for the next ten minutes until the case ends. Batteries were not evaluated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the first device (sn (B)(6)) failed to discharge. Complainant indicated that the clinician obtained another device (sn (B)(6)), also failed to discharge. Complainant indicated that the patient subsequently expired.